Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported during an angioplasty procedure of a fistula in the arterial anastomosis, the pta balloon ruptured allegedly ruptured. The health care provider removed the balloon in its entirety through the sheath without difficulty. The procedure was concluded, and no further treatment was provided. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was returned for evaluation. The balloon was inflated and water was seen exiting the distal and proximal ends of the device. No ruptures were noted on the balloon. Therefore, the investigation is confirmed for break in the catheter inner lumen, and is unconfirmed for the reported rupture. It is possible that the user perceived the effects of the break as a rupture. The definitive root cause for the identified break in the inner lumen could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported during an angioplasty procedure of a fistula in the arterial anastomosis, the pta balloon allegedly ruptured. The health care provider removed the balloon in its entirety through the sheath without difficulty. The procedure was concluded, and no further treatment was provided. There was no reported patient injury.